Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), cervix carcinoma ('cervical cancer') and uterine prolapse ('uterine prolapse') in a 44-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coital bleeding, uterine bleeding and squamous cell carcinoma of the cervix. Concomitant products included medroxyprogesterone acetate (depo provera) in 2011, nsaids since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and experienced uterine prolapse (seriousness criterion medically significant), 6 years 8 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total vaginal hysterectomy on (B)(6) 2018, trachelectomy) and on (B)(6) 2018, trachelectomy. At the time of the report, the pelvic pain, cervix carcinoma, uterine prolapse, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, cervix carcinoma, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine prolapse, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: if you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs) procedure: total vaginal hysterectomy (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning injuries reported in this case the following one was described in patient medical records: uterine proplaspe, cervical cancer . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), cervix carcinoma ('cervical cancer') and uterine prolapse ('uterine prolapse') in a 44-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coital bleeding, uterine bleeding and squamous cell carcinoma of the cervix. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), coital bleeding ("bleeding during intercourse"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge") and menorrhagia ("menorrhagia"). On (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and experienced uterine prolapse (seriousness criterion medically significant), 6 years 8 months after insertion of essure. The patient was treated with metronidazole (flagyl), surgery (total vaginal hysterectomy on (B)(6) 2018, trachelectomy) and on (B)(6) 2018, trachelectomy. At the time of the report, the pelvic pain, cervix carcinoma, uterine prolapse, vaginal haemorrhage, coital bleeding, vaginal infection, depression, anxiety, dysmenorrhoea, vaginal discharge and menorrhagia outcome was unknown. The reporter considered anxiety, cervix carcinoma, coital bleeding, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine prolapse, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: if you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs). Procedure: total vaginal hysterectomy (per mr). Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Concerning injuries reported in this case the following one was described in patient medical records: uterine proplaspe, cervical cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: plaintiff fact sheet-new event bleeding during intercourse were added. New reporter, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), cervix carcinoma ('cervical cancer') and uterine prolapse ('uterine prolapse') in a (B)(6) year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, uterine bleeding and squamous cell carcinoma of the cervix. Concomitant products included medroxyprogesterone acetate (depo provera) in 2011, nsaids since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and experienced uterine prolapse (seriousness criterion medically significant), 6 years 8 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total vaginal hysterectomy on (B)(6) 2018, trachelectomy) and on (B)(6) 2018, trachelectomy. At the time of the report, the pelvic pain, cervix carcinoma, uterine prolapse, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, cervix carcinoma, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine prolapse, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: if you have not had your essure removed, are you currently planning for essure removal? Yes (per pfs). Procedure: total vaginal hysterectomy (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning injuries reported in this case the following one was described in patient medical records: uterine proplaspe, cervical cancer. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet- case become an incident case. Reporter information, medical history, concomitant medication and events abnormal bleeding (vaginal), menorrhagia, infection vaginal, depression and mental anguish, dysmenorrhea (cramping), pain, vaginal discharge, uterine prolapse cervical cancer, lot number were added. Event medical device complication was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.